Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported, "it happened in revision tha. The surgeon remained only metal cup in the acetabular roof. The polyethylene cup was fixed with cement. The pt had an anaphylactic reaction 30 min later could not be extubated. The pt was taken to another hosp. It may be that the pt is allergic to latex or cement."